Event description:
It was reported that the patient presented to the ER after receiving multiple inappropriate hv therapies due to supraventricular tachycardia being misdiagnosed as ventricular tachycardia. It was noted the patient was on medication and other stimulants that led to the svt. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.